Event description:
On (B)(6) 2026, a patient underwent percutaneous transluminal angioplasty procedure using a sleek pta balloon catheter device. During the procedure, it was reported that the catheter was broken or burst inside. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b(dqy, lit) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd